Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the inaccuracy issue was unable to be confirmed. The expulsor was replaced to bring the delivery into more nominal of a range. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical administration failed volume accuracy testing. There were no adverse events reported.